Event description:
The reporter stated, mayfield 360 base unit does not thread into the crwma adaptor without becoming stuck. On (B)(6), 2009, secondary reporter stated, the event resulted in a 45 minute to an hour delay in two separate patient surgical procedures. The event occurred during two separate stereotactic brain biopsy procedures. (B)(4).

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. The investigation will include an inspection and testing of the returned device.